Manufacturer narrative:
H3: product analysis found that visually, the inner shaft was broken 0.60 inches from the distal end of the inner hub when returned. There was no deformation in the outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and the actual measurements were between 0.330 and 0.331 inches which was in specification. Under magnification, there were striations at on the outside diameter of the shaft break point. There were no traces of wear on the hub bushing. Functional testing could not be performed due to the broken state of the device.in the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: initially submitted codes fdm b21, fdr c21, fdc d16 <(>&<)> g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the m5 microdebrider was received for planned maintenance / calibration. There is no patient involved in this event. The service and repair team found that a piece of bur is stuck in the collet.